Event description:
The facility reports while lifting the resident, the sling became detached at one corner, causing the resident to fall out of the sling. The resident suffered bruising to her head and the sling has been taken out of service pending investigation.

Event description:
The facility reports that while lifting the resident, the sling became detached at one corner, causing the resident to fall out of the sling. The resident suffered bruising to their head, and the sling has been taken out of service pending investigation.